Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received a blank display after changing their battery. Customer reported possible moisture exposure to the insulin pump. The customer stated the insulin pump was left in the bathroom when they showered. Troubleshooting was not completed as the customer did not have a new battery available. Customer's blood glucose was 160 mg/dl. Customer declined to return the product for analysis.